Event description:
It was reported that during a hemicolectomy procedure on the first firing during transection of bowel the staples did not form a complete staple line. It had to be over sewn. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by contact. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.